Event description:
A surgeon reported that during insertion of an intraocular lens (iol), the haptics fell out of the optic. The wound was widened to allow removal of the iol and implantation of a non-foldable posterior chamber lens. The wound required sutures. No further complications were noted.